Event description:
Reportedly, on (B)(6) 2011, aida data were not available upon consecutive interrogations. The physician required an explanation.

Manufacturer narrative:
On (B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.